Manufacturer narrative:
The glenosphere and baseplate remain implanted and no photos were provided therefore a determination on the condition of the devices could not be made. The polyethylene liner that was returned with this complaint however; it is not related to the reported failure. The damage seen on the liner is the result of contact with the baseplate after the glenosphere disassociated. Review of the device history records for the glenosphere and baseplate did not find any deviations or anomalies. The devices were used for treatment. A lot based complaint search found no additional complaints for the glenosphere or baseplate lots. The provided x-rays were reviewed by a health care professional. Their analysis states ¿the glenosphere is not parallel with the baseplate indicating the glenosphere is not circumferentially well seated which results in tilting of the glenosphere in the anteroposterior direction¿. The surgical technique states; ¿if unable to visually confirm an even, circumferential engagement of the glenosphere to the baseplate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the baseplate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the baseplate¿. The reported disassociation is the result of not fully and symmetrically seating the glenosphere on the baseplate. Please also reference MDR #0001822565-2016-02379.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following an accident where the patient knocked into a door. The surgeon noted during surgery that the poly liner was deformed.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.